Manufacturer narrative:
A2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. H6: problem code 1504 captures the reportable event of balloon pinhole. H10: investigation result a visual examination of the complaint device revealed the device did not have any visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional analysis was performed, and the balloon was inflated; however, two pinholes were found on the body of the balloon. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label; the dfu states to not pre-inflate, pretest balloon, or attempt to refold balloon into protective sleeve. It was reported that the balloon was pre-inflated. Based on the condition and evaluation of the returned device, the most probable root cause is failure to follow instructions since the problem was traced to the user not following the manufacturer's instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the duodenal papilla during a papillary dilation procedure performed on (B)(6) 2019. According to the complainant, during preparation, the balloon was attempted to be inflated; however, a pinhole was noted on the proximal end of the balloon. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the duodenal papilla during a papillary dilation procedure performed on (B)(6) 2019. According to the complainant, during preparation, the balloon was attempted to be inflated; however, a pinhole was noted on the proximal end of the balloon. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.